Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf163 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "unfortunately, facility had leak issues with this bd powerloc max needle. The latest issue occurred this past friday where serosanguinous fluids were leaking from the port itself. The port needles have been breaking where the soft line and hard plastic meet." Additional information provided: how many occurrences were there? Two were sent to me. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: unknown. This report addresses the second device.